Manufacturer narrative:
The product was not returned to ldr medical yet. The evaluation will be performed when the product will be received. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : position of implant incorrect, then disassembled. From information provided initially by the reporter: upon insertion of the mobi-c device, a lateral x-ray was taken to confirm correct placement. It could be seen that the implant was slightly turned as the tabs were not superimposed upon one another. The surgeon tried to slightly turn the implant in situ by pushing the inserter. The surgeon felt that the implant had came off the peek holder and it was confirmed when he pulled back on the inserter and the implant was left in the disc space. Implant was removed. Another implant of the same size was used. After the case was over the reporter inspected the peek holder and it appeared to have quite a lot of play. The reporter does not feel an excessive amount of force was applied when trying to adjust the implant in situ. Performed many times before with no problems. Additional information on november, 09th, 2018: the current state of health of patient is significantly better post-op than pre-op. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿) the reporter don't know if the disc space was under distraction. The disc space was tight and confined. The surgeon may have had some rotation during the surgery. The surgeon was more careful with any medial-lateral movement during the implantation of the second implant. No per-op images. The surgeon did not used the mobi-c no touch level. No information about the use of distraction forceps.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the mobi-c implant disassembled while adjusting it in the disc space. The surgery was completed with another implant of the same size. There was no reported patient harm or additional impact to surgery.